Manufacturer narrative:
The gore® dryseal sheath instructions for use (IFU) warns, adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU warns, if vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result. A review of the manufacturing records for the device is being conducted.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an aortic arch aneurysm using and was implanted with conformable gore® tag® thoracic endoprosthesis. A gore® dryseal flex introducer sheath, was used for advancement and successful delivery and deployment of the device. It was reported that upon withdrawal of the sheath, angiography identified a rupture at the left external iliac artery. The rupture was treated with placement of gore® viabahn device which resolved the rupture. Upon closing the access site, the patient complained of pain at the left lower extremity. An angiography was performed again, identifying a dissection at the level of the ostium of the left external iliac artery (proximal to the rupture site). The dissection was repaired by implanting one bare metal stent. The final angiography showed resolution of the dissection. The patient tolerated the procedure. It was reported that the left external iliac artery measured 6.1 mm in diameter. It was also reported that there was resistance while advancing the sheath. The outer diameter for gore® dryseal flex introducer sheath referenced in this event is 7.5mm.

Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.